Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06609. The patient was implanted with two leads from the same lot number. It was reported during the trial period the patient called complaining of significant increased pain in her back and numbness in her legs. The patient also reported an uncomfortable sensation like pins and needles in her feet and a knife like sensation near her tailbone and where her implant is located. She stated that "it's hard where her implant is located. She stated that "it's hard to breathe" and the stimulation is not helping relieve her pain, but is making it worse. A sjm representative contacted the patient and advised her to turn her scs system off and evaluate if symptoms get better or worse. The patient was also advised to go to the e.r. Or to contact her physician. The representative also contacted the implanting physician. Follow-up identified the patient's leads were removed on (B)(6) 2013 and the trial ended. The majority of the issues resolved prior to the appointment, and the pins and needles sensation in her feet resolved when the stimulation was turned off and the leads removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.